Event description:
The customer reported that the alarm will not release from hold during troubleshooting by the facility. There was no pt injury reported. The returned product inspection found that the alarm powers on but has no alarm tone when pressure is off the pad.

Manufacturer narrative:
(B)(4) - hold function issue: evaluation results: evaluation of the returned product found that the alarm has power and does release from hold when pressure is applied to the pad however, there is no alarm tone when pressure is off the pad. (B)(4).